Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device was charging and the problem was with the cable, there was no patient affectation, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the console was being used till the battery stopped. The team has unplugged the charger which has never been recognized thus no load to keep on the treatment. No patient harm or injury reported.